Event description:
It was reported that the patient with this right ventricular (rv) lead, experienced dizziness a few days ago, then today a syncopal episode and loss of consciousness, and was admitted to the hospital. A documented loss of capture for six seconds was observed on the monitor. For the past three months, a gradual steady increase in pace impedance trend was noted from 650 ohms to 1440 ohms range. The capture threshold has also increased. The device was reprogrammed for rv auto capture. Subsequently the next day, the lead was surgically abandoned and a new lead of a different model was successfully implanted. No additional adverse patient effects were reported.